Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k) # - exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ngage nitinol stone extractor basket did not open properly. Associated with MDR #: 1820334-2018-01981. There were no additional procedures required and no adverse effect on the patient due to this occurrence.

Event description:
It was reported the ngage nitinol stone extractor basket did not open properly. Associated with MDR #1820334-2018-01981. There were no additional procedures required and no adverse effect on the patient due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle and the basket formation in the closed positions. The collet knob is tight and secure. The male luer lock adapter (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. The support sheath is bowed in appearance. There were no kinks noted in the basket sheath. A functional test determined the handle does not actuate the basket formation. The handle was disassembled. The support sheath and basket sheath are still adhered. The basket formation cannot be manually actuated. It appears that the coil assembly is stuck in the basket sheath. A review of the device history record found there were no non-conformances related to the reported failure mode. A complaint history search revealed this complaint is the only one associated with lot number 8558265. Per the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open. The investigation found that the coil assembly appeared to be stuck in the sheath and was preventing any motion of the handle from actuating the basket. The handle was removed from the device and the basket could not be manually functioned, indicating there is interference between the coil assembly and sheath. The cause for the failure of the basket to open could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.